Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was too deep and a left bundle br anch block (lbbb) was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, the valve was fully deployed at a depth of 5 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following the implant of the valve, the lbbb did not resolve. Therefore, the patient was placed under observation with temporary pacing inserted into the neck. Additional information was received that a permanent pacemaker was implanted within a week following the valve implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth was too deep and a left bundle br anch block (lbbb) was observed. Subsequently, the valve was recaptured. Upon the second deployment attempt, the valve was fully deployed at a depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following the implant of the valve, the lbbb did not resolve. Therefore, the patient was placed under observation with temporary pacing inserted into the neck.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.